Event description:
It was reported that the ventilator would shut itself off and will not run. The ventilator was connected to a pt when the condition started to happen. No pt harm reported. It is unk if the ventilator alarmed when the reported problem occurred.

Manufacturer narrative:
Na